Manufacturer narrative:
(B)(4). Investigation results: received one speedband device with the velcro strap and ligator head for analysis. It was noticed that the crimp was present on the trip wire. A visual examination of the ligator head found four bands present. Each of the bands were moved out of their position; two of the bands were detached and the white band was caught under the remaining blue band. It was also noted that the ligator head teeth were bent and the trip wire was kinked in several locations. The trip wire was partially rolled in the handle and was secured in the handle slot when received. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No issue was noted with the handle assembly and the velcro strap. Based on the evaluation of the returned device, these failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the trip wire was not secured in the handle. Investigation results showed that the bands failed to deploy; therefore, this is now an MDR reportable event.